Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned black; however, hemostasis failed and the plug was not observed to deploy after pressing the deployment button. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was used via a retrograde femoral artery approach with a 40° withdrawal angle, and pulsatile blood flow had stopped prior to further withdrawal. The device was withdrawn an additional 1 cm before deployment. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.